Event description:
On (B)(6) 2011, the patient's diabetes educator reported the patient's infusion device is not delivering boluses and the patient was hospitalized with diabetic ketoacidosis as a result. The patient was admitted to the hospital on (B)(6) 2011 with a blood glucose value of 419 mg/dl and she was diagnosed with dka. She disconnected from the infusion device upon arrival at the hospital and was given a bolus of 6 units of insulin and was placed on an insulin drip. The patient was given the phone and reported e4 (occlusion) error has been displayed on the infusion device since (B)(6) 2011 during bolus delivery and her blood glucose elevated to over 600 mg/dl. Her target blood glucose level is under 200 mg/dl. She stated the adapter has never been changed and she was advised to change it with every 10th insulin cartridge change. The insulin cartridge is never reused and she changes the cartridge every 4-5 days. The infusion set is changed every 4-5 days. She stated she changed the insulin cartridge and infusion set multiple times but was unable to clear the e4. A request for additional training was submitted. The infusion device, adapter, cartridge, and infusion set were replaced and requested to be returned for evaluation.